Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. H3- customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to an incorrect tibial component being implanted. Company representatives were present during the procedure and, at the surgeon¿s request, opened cementless implants after confirming implant type and size. Postoperative radiographs identified that an incorrect tibial base plate had been implanted. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: a1, a2, a3, a4, b3, b4, b5, b7, d1, d2b, d4, d6b, d10, e1, e2, e3, g1, g2, g3, g4, g6, h1, h2, h4, and h11. D10- medical product. Femur trabecular metal (cr) standard porous item# 42502806802 lot# 66790113. Articular surface (mc) right 13 mm height item# 42522100813 item# 67287628.

Event description:
It was reported that a patient was revised approximately two days post implantation due to an incorrect tibial component being implanted. During the procedure, the surgeon asked for cementless implants. Upon review of the postop x-rays, the surgeon identified that the implanted tibial component was a cemented implant instead of cementless as intended. The explanted tibial baseplate was confirmed to be a cemented implant. A new cementless baseplate was implanted into the tibia with one batch of cement mixed to fixate the keel. The articular surface was also exchanged. No further complications were reported.